Event description:
Technician alleged that the set screws were broken off in the brake linkage.

Manufacturer narrative:
Technician drilled out the broken screws and replaced them to resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.